Event description:
Pain since implant at the level of the shoulder and left arm noted on pace clinic note dated (B)(6) 2021. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).